Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized bench. The bench technician followed the guidelines set forth by philips. The customer issue was confirmed, the nbp pump is faulty and failing testing. The nbp pump needs to be replaced. Based on the information available and the testing conducted, the cause of the malfunction of the device was a faulty nbp pump. Nbp assembly pump have been received and installed and calibrated. The device functions are working correctly.

Event description:
Philips received a complaint on the intellivue mmx device indicating that the reported that the blood pressure pump increased to 148¿158 and then remained at that level, continuing to pump without moving further. It did not inflate or deflate. The device was in clinical use at time of event, no adverse event was reported.